Event description:
The pt reported a recharging issue and high stimulation. The pt indicated that the intense stimulation in their legs caused several falls. The stimulation has been turned down and no other instances of falling have occurred. The hcp saw the pt on (B) (6) 2010; the battery was fine at this time and the pt was instructed to recharge. At a follow-up visit ((B) (6) 2010), the pt indicated that the device had not been working since (B) (6) 2010 and it would not recharge (unspecified). The device was replaced on (B) (6) 2010 with a non-rechargeable battery; the hcp believes the pt is doing well.

Manufacturer narrative:
(B) (4).